Manufacturer narrative:
A review of the device history records for the finished good lot and the raw material components identified no quality issues during the incoming, manufacturing, in-process or final inspection processes. The needle is an ethicon supplied component. No samples or photographs of the broken device were returned for evaluation. No third party evaluation report was received to date. If samples, photos or the report becomes available at a later time, they will will be reviewed, and the results will be included in the file. A follow-up report will be submitted at that time. The bending, fracturing, breaking of a needle can occur when needles are gripped with a needle holder, forceps or some type of surgical instrument on or near the swaged area or near the tip of the device, when excessive force is applied, when the device(s) are used in applications involving tortuous tissue or with a needle tip design that may not be appropriate for the specific tissue or procedure. The stress on the attachment section is greatly reduced when the needle is held in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point as indicated in the IFU for this product. Without reviewing the actual broken needle, testing sterile devices from the same finished good lot, receiving the results of the third party evaluation of the needle component or receiving details regarding the preoperative preparation of the device, tools utilized to grasp the needle component, procedure performed or the surgeon¿s technique, a definitive root cause cannot be determined at this time.

Event description:
It was reported that during surgery, the needle tip broke during sewing the cervical stump and the needle fell into patient. The surgery time prolonged more than half hour to look for and retrieved broken needle from the patient. No additional information was provided.